Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 4/12/97. The sough medical treament on 4/23/98 for infection at the ear piercing site.